Manufacturer narrative:
Retainer ring = clear. Customer returned pump for alleged pump error 81, pump error 82, and no communication to bg meter found on 09/21/2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 81 or pump error 82 noted during testing. Unit successfully downloaded to thus. Confirmed pump alarm pump error 81 on (B)(6) 2021 at 12:51:32.000 and pump error 82 on (B)(6) 2021 at 12:51:32.000 in pump downloaded history. Device successfully received bg readings from the contour next bg meter. No communication anomalies noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for pump error 81 and pump error 82 was confirmed in pump downloaded history; however, no communication to bg meter was not confirmed. Device successfully received bg readings from the contour next bg meter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was able to clear the alarm but unable to complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.